Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the biopsy channel was clogged with a black foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. It was noted there was no damage at the detection area of the foreign material. Additionally, three attempts were performed to obtain additional information regarding the event and user reprocessing, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii gastrointestinal videoscope, black foreign material was found clogged inside the biopsy channel due to insufficient or incorrect reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, foreign object inside the biopsy channel, clean brush unable to pass through the channel, up/down angulation low, and distal end plastic cover dented/scratched around the channel. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.